Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon planned to use intraocular lens with model zlb00 +16.0 diopter for the patient, however as the doctor had to perform vitrectomy for the patient unrelated to the lens this lens was not used. There was no patient contact with this lens. Later the surgeon implanted tecnis monofocal intraocular lens (model z9002, +15.5 diopter) as there was too much of bleeding the lens was removed from patient¿s left eye in the same procedure. Reportedly the patient got stitched up and left the surgery without any lens. Additional information was received, and it was learnt that there was no product quality issue, no incision enlargement and no medical intervention required. Patient was doing good. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/29/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The returned sample was shipped back in a plastic bag, with the lens case. The intraocular lens was observed with both haptics. Viscoelastic residue was observed on the lens; this condition is typical of an explanted lens. There was no quality issue observed against the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.